Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 14 mg/dl. The customer stated that the button error went off at the zoo. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.